Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device was received with scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 94 mg/dl. Troubleshooting was performed. The device was returned for analysis.